Event description:
Physician reported rupture and capsular contracture baker grade ii diagnosed by MRI and ultrasound. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
D9: date is for the photo received. Device is not returned . Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, rupture. And capsular contracture, baker grade ii. Diagnosed by MRI and ultrasound. The device has been explanted and replaced with non-allergan device. This record relates to the right side.